Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07563 and 1627487-2015-07564. It was reported the patient underwent the permanent implant procedure on (B)(6) 2015. During the surgery, the physician was unable to access the epidural space with three epiducers due to the patient's anatomy. The patient was eventually implanted but the procedure was extended for 45 to 60 minutes.